Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was over or under count and had to be put out of service. A technical support specialist (tss) stated that the case had been created for documentation proposes regarding product complaint gfm-50020a and confirmed from the customer that there were no patients harmed in regard to the product complaint. No additional information was available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system experienced an over or under count and had to be taken out of service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.